Manufacturer narrative:
Batch review performed on 11 april 2023 . Lot 2240559: (B)(4) items manufactured and released on 13-dec-2022. Expiration date: 2027-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2117711: (B)(4) items manufactured and released on 28-march-2022. Expiration date: 2027-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 weeks after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner, metaphysis and glenosphere. The surgery was completed successfully.